Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 due to driveline infection and was transplanted on (B)(6) 2025.

Manufacturer narrative:
Section h6 health effect - clinical code: corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient contacted their ventricular assist device (vad) team on (B)(6) 2025 regarding 3 days of driveline drainage. Their driveline wound cultures grew methicillin-resistant staphylococcus aureus (mrsa) which required multiple washouts and debridement. They came into the emergency department on (B)(6) 2025 and were admitted due to the driveline infection. Their transplant status increased due to the infection and they were transplanted on (B)(6) 2025. The device operated as expected. Post-operatively, the patient was complicated by vasoplegia and sepsis requiring extracorporeal membrane oxygenation (ECMO) support, they were decannulated on (B)(6) 2025 and their chest was closed on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection and sepsis could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported vasoplegia could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 14¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment hardware. An additional portion of graft material was returned attached to the distal end of the outflow graft. The bend relief was partially severed near its hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.